Event description:
It was reported the patient had a loss of therapeutic effect and loss of bladder control. Patient urinated every 30-40 minutes and had bladder retention. Patient had lead replaced in march and stimulation worked and then stopped working in may. Patient said only one program worked "half way." Additional information has been requested and follow up will be made as it becomes available.

Manufacturer narrative:
(B)(4).